Event description:
Medtronic rep reported that the precision aiming device joints were locked down and firmly attached to the vertek arm, but it is still able to rotate and will not stay rigidly in place. No impact on pt outcome reported.

Manufacturer narrative:
Per RMA a new biopsy guide was sent to site for replacement. Upon evaluation of returned item, the device will not lock down completely. It still rotates after it has been tightened. No impact on pt outcome reported.